Event description:
The customer reported there was poor drainage from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged. This report is being submitted for the malfunction found during evaluation (clogged nozzle). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged. In addition, there was an overlapping image in the image, there was image noise due to malfunction of the imaging system and connector, there was play in the angulation and angulation was insufficient due to stretching of the angle wires, the distal end cover was chipped due to handling, the adhesive on the bending section cover was cracked, the insertion tube had flaws due to handling, the scope connector leaked due to water invasion, switch three was inoperative due to a defective circuit board, and switches four and five malfunctioned due to a defective circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the clogged nozzle was due to gauze fibers or towels used during reprocessing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.